Event description:
It was reported that during a nursing round, an unusual sound (¿boon¿-like) was emitted from the operating savina. Immediately afterward, the device shut down without triggering an alarm. Manual ventilation was initiated promptly, and no patient injuries occurred. Upon reboot, an error message ¿wrong start¿ was displayed. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based of the analysis of given information and log analysis of the savina device, serial no. (B)(6), produced in 05 / 2003. According to the logfile, affected savina detected due to its specification a temporary deviation within the electronic system and the security software performed a restart. This warm start could not solve the problem, e.g. A mismatch between internal stored status information and the related security backup of this data. After 3 restarts, the system stops. The device alarmed high priority as specified which was obvious and the user, who changed the device. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the failure is irreversible, the startup sequence cannot be finished resulting in a high priority buzzer alarm. The device will show a special ¿wrong start¿ screen in that case. The customer must disconnect the patient from the device and continue ventilation without delay using another independent ventilator. Dräger service onsite technician could not be reproduced the initializing deviation and tested the device according to manufacturer specs without further deviations. The failure rate from the field is considered inconspicuous. The results of the investigation did not reveal any new or additional risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a nursing round, an unusual sound (¿boon¿-like) was emitted from the operating savina. Immediately afterward, the device shut down without triggering an alarm. Manual ventilation was initiated promptly, and no patient injuries occurred. Upon reboot, an error message ¿wrong start¿ was displayed. The device has no UDI as an UDI was not required at the time the device was manufactured.